Event description:
Tibial external fixator schanz screws heated during MRI. Soft tissue burns were noted. During planned removal of external fixator for orif tibia, surgeon noted infection and packed area with antibiotic beads. At revision surgery, the antibiotic beads were removed, bone graft was placed, and soft tissue burns were debrided due to signs of infection. Surgeon will continue to monitor pt.

Manufacturer narrative:
Additional info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine mfg date without a lot number.